Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model/catalog description: argyle lead 45cm sterile kit model: db-2203-45 serial: (B)(6). Batch: 5009331 UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an inability to walk following the implant procedure and was admitted overnight for observation. It was noted that a minor cranial hemorrhage; it is unknown whether additional treatment was provided. The device remains implanted. The patient was subsequently discharged, has regained mobility, and is scheduled for programming.